Manufacturer narrative:
This report is being submitted under the exemption (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. Additional info will be provided upon completion of the manufacturer's investigation.

Event description:
(B)(4).